Event description:
The customer reported experienced intermittent, on-going high blood glucose events displayed as "high"; although specific value was not provided. Cause was not known. To address the high, the customer utilized a correction bolus via the pump and a manual injection. Technical support advised the customer to consult with a healthcare professional for further guidance, and the customer acknowledged this recommendation.